Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 760 mg/dl. The customer went to the emergency room and was admitted to the hospital. The customer was administered fluids/insulin drip. The cause of elevated bg was not known. The customer was a new pump user and was taking steroids. The customer had not yet been discharged at the time of the report. Although multiple attempts were made to contact the customer for additional information, the customer did not reply.